Event description:
It was reported that the pump indicated a data log corruption and an unexpected reset occurred. Additionally, it was reported that the insulin gauge was inaccurate. There was no reported adverse impact to customer's blood glucose level. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.